Event description:
During a coronary stenting procedure a wire was sticking out near the balloon. There was no reported pt injury. The product is not available for evaluation. Additional information has been requested.